Event description:
Right hip revision surgery due to aseptic loosening of the sl-plus mia lateral stem was reported within (B)(4) clinical study.

Manufacturer narrative:
During our investigation process, we determined this incident was previously reported (report no. 9613369-2017-00041 / our ref. (B)(4)). Therefore, we consider this to be a duplicate report. Please disregard this MDR report, we apologize for any inconvenience.